Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced on (B)(6) 2008. No further information was available.